Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va1u7p5, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant dates of the ins and lead were provided. It was confirmed that the was no related to the device for the migraine. The patient presented to the local emergency room with severe headache and the leg pain/weakness occurred during this same time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the outcome was recovered/resolved with an end date of (B)(6) 2019.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient presented to the local emergency room with severe headache, left leg weakness/pain, and shooting pain. The patient was transferred to toronto western hospital. A full neurological work-up was negative. A history of post-traumatic stress disorder (ptsd)/psychiatric was noted as contributory. The patient was hospitalized (B)(6) 2019. There was no prolongation of existing hospitalization. Medications were administered. There was no surgical procedure, device interrogation, or reprogramming. The ins was turned off for 48 hours while the patient was admitted, and was turned back on when the patient was discharged. There was no lead break and no lead migration based on x-ray performed on (B)(6) 2019. The etiology was noted as possibly related to the full implant procedure, unlikely related to the ins, possibly related to the lead, not related to the external device, and possibly related to the therapy. The patient had a new onset of leg pain following sacral nerve modulation implantation; however, the patient was hypersensitive to medications and had pain with notable psychiatric history. The history may contribute to the leg pain. The main complaint of migraine was unrelated to the sacral nerve modulation. There was no death, life threatening event, permanent impairment, medical/surgical intervention, or foetal distress. The outcome was recovering/resolving.